Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray was taken and noted insultation damage in the clavicular area. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.